Event description:
It was reported that a percutaneous inferior vena cava retrievable filter implantation was performed under local anesthesia due to deep venous thrombosis.

Manufacturer narrative:
Additional information: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that all medical documents provided have been reviewed. No new medical information has been received since previous assessment. Therefore, the conclusion drawn in the previously completed medical investigation statement remain valid. Upon receipt of additional medical/clinical records, the clinical task will be re-opened and re-assessed at that time. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the instructions for use document revealed this failure mode was previously identified. Deep vein thrombosis is the probable cause of this event and is a complication associated with any surgery. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated complaint devices were not returned. According to clinical investigation, no further patient impact is anticipated and the issue was not related to the device or procedure. The event was reported as resolved and no further medical assessment is warranted at this time. Without the actual products involved, product evaluation could not be performed and our investigation cannot proceed. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incidents. A review of complaint history for the listed parts/lots revealed no prior complaints. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time.